Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (patient death) was investigated.  Upon investigation the front response button was intermittent.  The cause for the failure was a damaged response button switch. The root cause for the damaged switch was excessive force. Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacturer date: monitor: 04/22/2014. Electrode belt: 11/06/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on 03/22/2020. It was reported that the lifevest was not alarming at the time of the treatment. Review of the download data, indicates the patient received one shock in response to CPR artifact. The patient's rhythm at the time of the treatment at 08:25:10 was CPR artifact. The patient's post shock rhythm for the shock was CPR/motion artifact with ECG interference/disconnection. It was reported that the patient's wife was driving the patient to the hospital but pulled into a fire station where resuscitation efforts were attempted. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020.